Manufacturer narrative:
Medtronic received the following information from a journal article entitled; comprehensive review of physician modified aortic stent grafts: technical and clinical outcomes, canonge j, jayet j, heim h, chakfé n, coggia m, coscas r, cochennec f european journal of vascular and endovascular surgery https://doi.org/10.1016/j.ejvs.2021.01.019. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant, valiant captivia & endurant and non mdt stent grafts were physician modified and implanted in the endovascular treatment of various aortic pathologies. The following malfunctions were reported; type I endoleak, type iii endoleak, migration the following adverse events were reported; occlusion, stroke, acute kidney injury, bowel and spinal cord ischemia, rupture, dissection patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.